Manufacturer narrative:
(B)(4). Date sent: 02/24/2021. D4: batch # u5ca93. H6: component code = others (g07). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tx30v device was returned with no apparent damage. The tyvek was returned along with the device. Upon visual inspection, it was noted that the tyvek has adhered to the blister in the easy opening area. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique; however, no conclusion could be reached as to what may have caused this condition. In addition, the seal area was noted to be complete. It should be noted that product failure is multifactorial. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2020. Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: which portion of the packaging was damaged (tyvek, plastic/blister, white outer box, etc.)? Blister (duplicated into 2 parts ). Was sterility compromised as a result of the packaging damage? Yes.

Event description:
It was reported that the package opened incorrectly (blister dividing in two), this does not guarantee the sterility of the device. The device was not used. No patient consequences.